Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device changeout procedure, the pulse generator exhibited loss of output when taken out of the pocket. The patient was device dependent and the heart rate had dropped. The device was attempted to be interrogated but was unsuccessful. The device was explanted and replaced successfully. The patient was in stable condition prior and post operation.